Event description:
It was reported that the monitor unit is not functioning as intended. The image on the monitor is very distorted and it cannot be used.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.